Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system generated erroneous result of 0.0059 for nrbc% on 1 patient. Repeat analysis of the sample generated a ::::: (flow cell clog detected) result instead of nrbc results. A manual count was performed and found 80% nrbc. Erroneous results were not reported out of the lab. Result of the manual count was accepted as the correct result and was reported out. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Specimen was collected in a 5ml edta vacutainer tube and sampled within 20 minutes of collection. Specimen was stored at room temperature. The instrument is performing within qc specifications with respect to controls (accuracy) and repeatability (precision). Controls were run before and after the event and all recovered within assay limits. Raw data could not be obtained as the customer had deleted the files. At this time, root cause is unknown.